Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer's compact plus meter displayed a result of 8.4 mmol/l. Customer's compact plus meter was purchased in the u.s. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was used during a colonoscopy procedure according to the complainant, during the procedure, the forceps would not open and close well. Additionally, a cup on the forceps was noticed to be bent. It could not be reported if the device was pre-tested/inspected prior to use, nor if any biopsy samples were collected with this device. The procedure was completed with another radial jaw hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.